Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided charging supplies sparked and caught on fire. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate method for insulin therapy.